Event description:
It was reported that during a routine follow-up in (B)(6) 2011, (3 months post initial stimulation), several hi impedance channels were noted. Previously at the initial activation and one month appointment everything was normal. On (B)(6), the pt returned to the clinic for follow-up and present with 10 hi impedance channels. There is not report of an impact to the implant site.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device analysis will be submitted as a follow up report.